Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the fenestrated bipolar forceps instrument. A follow-up MDR will be submitted if the instrument is returned (post-failure analysis evaluation) or if additional information is received. A review of the provided images was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: the part that broke is called the over-molded insulator, and the material is plastic. Specific type of plastic is 30% glass filled ppa (polyphthalamide).

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the fenestrated bipolar forceps instrument was found to have the insulator at the tip damaged. The instrument tip broke and fell inside the patient 's cavity. The customer was not able to locate the fallen fragment, which was measured about 0.3 centimeters. The customer was not sure whether the fragment was retrieved during suction or remained inside the patient¿s anatomy. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative (csr) and obtained the following additional information: the customer inspected the instrument prior to use and found half of the insulation was already missing. The customer elected to use the instrument as the other part of the insulation still remained. During the procedure, the wire burst in the abdominal cavity and after removing the instrument to inspect, the customer found that the other half of the insulator was missing. The surgeon constantly smashed and wiped the instrument like a laparoscopic surgery, resulting in the instrument broke down, and half of the insulator disappeared beforehand. The customer took c-arm scans during the procedure and checked it with laparoscopy but was not able to locate the fragments. The procedure was delayed between one and two hours. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis (fa) evaluation. The fenestrated bipolar forceps instrument was analyzed and found to have a broken molded insulator of the grip tips. As a result, the grip tip was no longer connected to the instrument. Fa was able to confirm and reproduce the reported complaint. A piece approximately 0.171" x 0.273" in size was not returned with the instrument. An additional observation not reported by site that is not related to the customer reported complaint included the instrument was found to have a broken conductor wire at the distal end. The instrument failed the electrical continuity test. No signs of thermal damage were observed.

Event description:
Refer to h10/h11 for follow-up information.